Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer¿s blood glucose was unknown at the time of incident. Customer reported that there was fluid in the battery compartment. Customer stated that o-ring was in place and battery cap was not damaged. Customer states the home screen appeared on the display. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.